Event description:
The limited translated symptom info made available indicates "there's one button that is not functioning". We will consider this to indicate that a button required for the delivery of therapy was not functioning. There was no pt involvement.

Manufacturer narrative:
(B)(4). The limited translated symptom info made available indicates "there's one button that is not functioning". We will consider this to indicate that a button required for the delivery of therapy was not functioning. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.